Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5010988 was opened during the surgery in the sterile area due to broken locks. This event is related to a malfunction that could potentially lead to a sterility issue.. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet (B)(4). Two attempts were sent to the customer to retrieve the universal aseptic transfer kit housing, part number 89-8510-440-10, lot number 5010988. However, we received the information that the product will not be returned. Also, a device history records review was performed for this product part number 89-8510-440-10 lot number 5010988. No issue was found during the manufacturing process that could explain the defect reported. Another follow-up medwatch will be performed if the product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5010988 was opened during the surgery in the sterile area due to broken locks. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.